Event description:
I have been wearing contact lenses for approx. 29 years without development of infection-like symptoms. Recently, within the last 2-3 weeks I have developed complete redness & bloodshot eyes, along with irritation, surface scratchiness & sensitivity to light. When I first developed the symptoms, I discarded the contact lenses I was wearing as well as the case I was soaking them in overnight. I resumed using a new pair of contact lesnes after a couple of days when my eyes felt some relief. Again, my eyes developed all the initial symptoms almost instantly, and again, I discontinued wearing the new pair of contact lenses. This morning I had an eye exam and my doctor referred to my eyes as having a "hazy lens." My doctor has prescribed drops of tobradex in each eye 4 times a day, with a follow-up exam scheduled for next friday, 6/2. Please note that I used bausch & lomb brand disposable contact lenses. I am interested in knowing what type of soaking solution they are preserved in within their vials. Additionally, for care & disinfecting my contact lenses, I soak them each night in alcon opti-free replenish multi-purpose disinfecting solution along with a drop in each vial of alcon supreclens for removal of proteins. I will follow-up with the results of my appointment next week to re-evaluate my symptoms after treatment, particularly, I am concerned regarding what my doctor documented as "hazy lens." Event reappeared after reintroduction.